Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had alleged header issue due to associated non medtronic leads exhibited oversensing, and noise. Provoked oversensing with pocket - header manipulation. The ICD remains in use, however a revision procedure is anticipated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, sensing integrity counts went up to 461 (within 28 days) along with atrial tachycardia (at)/ atrial fibrillation (af) episodes exhibiting evidence of over sensing during april 2015 analysis of the device memory indicated atrial undersensing information. Analyst commented, evidence of atrial undersensing has been noted during ventricular tachycardia (vt) episode on 15 march 2015.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).